Event description:
It was reported that bd qsyte leaked the following information was provided by the initial reporter, translated from chinese to english: 01-06 water leaked out of the front connector at the syringe nipple connection when routinely performing a PICC flush on a child in the evening. Replaced with single use positive pressure fitting. No harm was done to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Lot number with mfg and exp dates reported without material number. Product information cannot be verified.